Event description:
It was reported the videoscope debris stuck in the channel near the distal tip. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, d10, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tear in channel and foreign material found in channel opening. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include stress problem and contamination of environment by device. The most probable cause is random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.